Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs two devices one appears to be intact and the other is broken, one device has the lot number 2917920 although it is not labeled explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles in the gel. A visual and microscopic analysis was performed which identified: sharp broken on posterior and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Physician reporting seroma and capsular contracture baker grade iii on the left side and a rupture of the left device diagnosed by an MRI. Device has been explanted.

Event description:
Physician reporting seroma and capsular contracture baker grade iii on the left side and a rupture of the left device diagnosed by an MRI. Device remains implanted with explant scheduled.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma and rupture.